Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station did not create a discrepancy. The customer reported that the provider selected the demand count function to remove 1 vial of fentanyl 250 mcg/5 ml for the first patient. The beginning count was 11 and the end count was 10. According to the pyxis report, or pharmacy staff performed an inventory count previously, and the end count remained 10. The provider stated that when he documented the removal of 1 vial for the second patient, the slot was empty, and he did not remove a vial at that time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not create a discrepancy. A technical support specialist reviewed the logs and confirmed that drawer 1.3 initially had the correct count of 10. The only way a discrepancy could have been bypassed was if the removal was canceled, found three removal attempts, and the beginning count afterward was 8, which indicates the removal transaction was canceled while no medication was physically present in the drawer, even though the system recorded that the station meds were loaded. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.